Manufacturer narrative:
The patient declined to provide weight. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's lead removal surgery (related manufacturer reference number: 1627487-2020-31906), the burr hole cover broke apart. The physician was able to remove most of the pieces, however some fragments remain implanted. The procedure was extended by 1 hour. Surgical intervention may take place at a later date to remove the remaining fragments.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation procedure the remain burr hole cover pieces were removed.